Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the post deployment echocardiogram showed the non-coronary cusp of the sapien valve was not functioning, resulting in moderate central aortic insufficiency (cai). Per report, the 23mm sapien valve had been prepped on the rf3 delivery system according to the instructions for use (IFU) and the valve had been deployed in the annulus in good position. In order to troubleshoot, a second valve was prepped, positioned in the first valve, and deployed. Immediately after valve deployment the echocardiogram showed trace cai. Furthermore, upon removal of the rf3 sheath, an angiogram revealed a dissection to the proximal iliac. In order to repair the dissection, the decision was made to deploy a bare metal stent to the artery. Per report, the physician had experienced resistance during the insertion of the 25f dilator and the insertion of the 22f sheath.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. However, a device history record (DHR) review for the valve was performed and all manufacturer's specifications were met prior to release for distribution. Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation and nonstructural dysfunction (in this case, non-functioning leaflet) are potential risks associated with the use of the valve bioprosthesis. In this particular case, the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed/assessed as images of the procedure were not made available to edwards for review. Without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed. A potential cause for this type of event is low placement of the valve (too ventricular), which could lead to overhanging leaflet, and reduced coaptation of the valve, however, this cannot be confirmed for this case. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.